Event description:
Additional information from the manufacturers' representative reported that the patient having diarrhea was part of the reason she went to see the health care professional in the first place. The rep noted there was nothing wrong with the interstim system or anything. The battery exhausted itself from being old. There was a dead battery and it was replaced. The patient was doing okay and back to her normal life post implant.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient experienced a loss or change of therapy. The patient was up all night long with diarrhea on (B)(6) 2016. The patient had the diarrhea since implant on and off. The patient's health care provider (hcp) told them to call the manufacturer. The patient had never been to see their hcp since implant. The patient had tried all of the programs they started with, but still had diarrhea symptoms. The patient got a new programmer and it still gave them the poor communication screen with and without the antenna attached. They could not communicate with the programmer. The patient was not taking oral lomotil, which had helped some, but not really. The patient had taken 30 in 1 day with no relief and bending over caused leakage. This had been going on for a long time. It had gotten so bad that the patient had to sleep on the commode. A few days ago the patient saw a power on reset (por) and they couldn't remember if it was informational or a warning por. The manufacturer representative called the hcp or patient with no return of call and would handle it. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.